Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege that following surgery, the pt began to experience excruciating pain in her joint and hip. It is also alleged the pt began feeling as though the hip implant was rolling in and out of its socket, was constantly snapping and felt like it was twisting in and out of socket.